Manufacturer narrative:
Investigation: a sample has not been returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Bd was unable to confirm or duplicate the indicated failure and without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd insyte ¿ IV catheter winged leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.